Manufacturer narrative:
Insulin pump received with blank display due to corroded battery cap contact; however pump passed functional testing, including the operating currents test, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests. No unexpected failed battery test or low battery alarm noted. Pump had cracked case at display window corner, minor scratched display window.

Event description:
Customer reported via phone call to have received a failed battery test alarm and experienced a blank display. Customers's blood glucose was 81 mg/dl. During troubleshooting for blank display, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. After troubleshooting, display screen returned and insulin pump received a failed battery test alarm. During troubleshooting for battery test alarm, customer requested for insulin pump to be replaced.